Event description:
It was reported the patient underwent shoulder surgery and the ipg was placed in surgery mode. The ipg was unable to communicate. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue. Stimulation was restored.

Manufacturer narrative:
A patient's ipg became inoperable was reported to abbott. The ipg was set to surgery mode while the patient underwent an unrelated surgical procedure. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The reported observation of ¿unable to connect to the ipg¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s procedure. Per the clinicians manual arten600266417 electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure. Under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy).